Event description:
It was reported to boston scientific corporation that 30 minutes into a percutaneous nephrolithotomy procedure, the probe broke at 90% btus and between 60-80% power. The physician used a second probe and did not torque it this time, and was able to complete the procedure. The patient is reportedly "fine" post-procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot shows no evidence of a manufacturing-related potential cause for this event. Customer complaint confirmed. Probe is broken. The conclusion is that the probe breakage is the result of the user bending the probe during use.